Event description:
It was reported by the patient¿s sister that the patient¿s device had ¿malfunctioned¿ when the patient passed away. It was further reported that the patient passed away due to heart issues and the implantable pulse generator (ipg) ¿wasn¿t helping¿. The patient¿s family reported the patient went to the emergency room complaining of a heart that was ¿running away¿ and that ¿it would get faster and then go slower¿. The cause of death obtained from the funeral home was noted as dilated cardiomyopathy with failed pacemaker. Additional information obtained from the hospital noted the patient presented to the hospital in cardiac arrest. The patient had been waiting outside in a vehicle while a family member had been shopping and was found unresponsive in the vehicle. Upon arrival to the emergency room, no respirations or pulse were present. Resuscitation efforts were performed and were not successful. No cardiac activity was noted on the monitor or ultrasound. Additional information obtained from the coroner noted that during autopsy symmetrical hypertrophy of the heart was noted, all pacemaker wires were noted to be in normal condition. The cause of death per the coroner was dilated cardiomyopathy, terminal dysrhythmia related to pacemaker. The coroner was unable to find any further information related to the pacemaker function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).